Event description:
It was reported that while inserting the screw into bone to bridge the fracture, the screw sheared off below the head. There was minimal torque applied and the screw was not going into a plate. The screw broke in the pt - the shaft of the screw was in the pt's bone. Much of it was retrieved but it broke a second time and a small piece of it stayed in the pt's bone.

Manufacturer narrative:
This report will be amended when our investigation is complete.